Event description:
The customer stated that she was hospitalized for high blood glucose levels of nearly 500 mg/dl and ketones. The customer was also getting a no delivery alarm prior to the event. The customer changed the infusion set, but the high blood glucose levels continued. In addition, the customer stated that the insulin pump no longer notifies her when the reservoir is empty. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.